Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated.

Manufacturer narrative:
(B)(4).

Event description:
This patient woke with an abrasion to face. The patient was lightheaded, disoriented and weak all over. Symptoms resolved quickly and the patient went to the hospital where the monitor zone decreased from 167 to 150. Av delay from 150ms to 130ms. Per cardiology, ICD has normal function, no tachy arrhythmias to account for syncope. CT head negative for acute abnormality, eeg-normal, no seizure like activity. Serial cardiac enzymes negative. Neuro consult-neurologic exam unremarkable, likely brief post concussive syndrome. Awake alert and back to normal. Discharged to home (B)(6) 2016.